Event description:
Procedure: unknown. According to the reporter: during the case, while the device was inside the pt, the tip fell off. The surgeon was able to retrieve the tip. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).